Event description:
A complaint was received from a customer that reported missing the "hundreds unit" on the display. A request was made to have the instrument returned for evaluation. In the meantime a replacement unit was provided.